Event description:
It was reported that approximately one year ago, this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration and the lead has been in the unipolar configuration since that time. It was indicated that since the lss occurred, the rv lead pace impedance measurements have been stable in the 450 ohm range with appropriate sensing and stable auto-capture test results. However, there have been many stored non-sustained ventricular tachycardia episodes that exhibit myopotential noise and oversensing on the rv lead. The patient was noted to receive ventricular pacing therapy between one to three percent of the time. Boston scientific technical services (ts) provided guidance to the boston scientific representative to evaluate the rv lead in the bipolar configuration and consider leaving the lead in the unipolar pacing configuration and programming it to the bipolar sensing configuration. Ts also noted this could be a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that approximately one year ago, this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration and the lead has been in the unipolar configuration since that time. It was indicated that since the lss occurred, the rv lead pace impedance measurements have been stable in the 450 ohm range with appropriate sensing and stable auto-capture test results. However, there have been many stored non-sustained ventricular tachycardia episodes that exhibit myopotential noise and oversensing on the rv lead. The patient was noted to receive ventricular pacing therapy between one to three percent of the time. Boston scientific technical services (ts) provided guidance to the boston scientific representative to evaluate the rv lead in the bipolar configuration and consider leaving the lead in the unipolar pacing configuration and programming it to the bipolar sensing configuration. Ts also noted this could be a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.